Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 30 mg/dl at the time of the incident. The customer was given intravenous fluids to treat the low. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed for the low. The customer also reported a high of 230 mg/dl. The customer used manual injections to treat the high. The insulin pump will not be returned for analysis.